Event description:
It was reported that the pacemaker could not be interrogated and there was no magnet response seen with the programming head application and donut magnet. The nurse caring for the patient stated that the heart rate was at times 30-40 bpm. Battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).